Manufacturer narrative:
Additional, changed, and/or corrected data. Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Event description:
A patient reported they received coolsculpting and developed paradoxical adipose hyperplasia post treatment.

Manufacturer narrative:
Corrected information: a2, a3, a6, b3, b5, d1, g1, and h6.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the upper/lower flanks on (B)(6) 2019 using a coolcurve+ applicator, upper, mid and lower abdomen on (B)(6) 2019 using a coolcore applicator, and to the upper flank and lower abdomen on (B)(6) 2020 using a coolcore applicator and presented with paradoxical hyperplasia (ph) to the infra-scapular area.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. The investigation is ongoing.

Event description:
Allergan received a report of a patient who possibly developed paradoxical hyperplasia post coolsculpting.